Event description:
This case was not a revision surgery but actually a direct anterior total hip. The doctor thought he wanted a cementless stem so an implant was opened but decided he would like a cemented stem after not being happy with the result. There was no defect in either zimmer biomet instruments or implants. Therefore we will void this complaint.

Manufacturer narrative:
Additional information was received. It was reported that this case was not a revision surgery but actually a direct anterior total hip. There was no defect in either zimmer biomet instruments or implants. Therefore we will void this complaint. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient underwent revision surgery due to infection and loosening.